Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Physician was notified of patient with small effusion on tte 3 wks post op for asd occluder device placement. Physician unsure of cause or relation to device.